Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch (B)(4) "during placement of arterial line, the sheath introducer was unable to penetrate the skin. The blue introducer possibly damaged at the tip. The defective device was switched out for another device. There was no patient harm".

Manufacturer narrative:
(B)(4). The customer returned one psi sheath and dilator assembly for evaluation. The assembly showed signs of use (biological material was present). The tip was examined and found to be deformed. Signs of stressing were observed, indicating that excessive force was applied to the dilator. The dilator body measured to be 7" in length, within the range of 6 5/8 to 7 1/8" specified by the product drawing. The instructions-for-use (IFU) provided with this kit describes suggested techniques for dilator insertion. It states "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide. Thread tapered tip of dilator/sheath/valve assembly over spring-wire guide. Grasping near skin, advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to facilitate advancement of sheath through tortuous vessel." The customer reported issue of the dilator being damaged was confirmed during the complaint investigation. Visual examination was performed on the returned dilator and the tip was found to be deformed due to stress applied to the dilator during its use. A device history record review was performed and no relevant findings were identified. It was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (B)(4) "during placement of arterial line, the sheath introducer was unable to penetrate the skin. The blue introducer possibly damaged at the tip. The defective device was switched out for another device. There was no patient harm".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch ((B)(4)) "during placement of arterial line, the sheath introducer was unable to penetrate the skin. The blue introducer possibly damaged at the tip. The defective device was switched out for another device. There was no patient harm".